Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests or verify pump error 38 and device test failed due to critical pump error (open book image) alarm. Device received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received an insulin pump error alarm after displacement test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.